Event description:
Femoral canal was prepared with a #1 accolade ii broach, while attempting to impact the real implant the surgeon noticed a large mismatch and the implant sat considerably proud of where the broach sat. Implant was removed and a #0 accolade ii stem was used successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.